Event description:
Complainant alleged that during biomed testing the device was in the incorrect mode. When placed into pacer mode, the device showed it was in monitor mode; however, the defib mode worked appropriately. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.